Event description:
The customer reported to olympus, the power switch of the visera elite video system center could not be pushed. It was noted that the doctor attempted to hit the power button but it was stuck and would not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation it was observed, faulty power supply was causing the unit not to turn on, the power button was stuck and would not turn on, and there was no serial digital interface (sdi) signal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The specific root cause of the printed circuit board could failure not be determined at this time. The specific root cause of the power supply unit failure could not be determined at this time. The specific root cause of the power switch failure could not be determined at this time. Olympus will continue to monitor field performance for this device.